Event description:
The patient fell and hit his head on may 25, 2006. The tissue surrounding the implant was very swollen, even though there was no outer injury to be seen. The patient has been unable to hear since. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted .